Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. No info was available at this time regarding whether or not there was report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when the failure occurred was not available and no additional contact info was provided.